Event description:
The patient called that the meter does not power on. They mentioned that meter powers on when the m button is pressed; however, does not power on when the test strips are inserted onto the meter. In 8/2004, they tested their blood glucose and obtained a 13.5mmol/l and were concerned with the high reading and contacted a nurse for advice. Nurse advised them that they were ok and contact the hospital if they notice their blood glucose elevating.